Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to foreign substance inside the manifold, flow screens, and compressor. The flow manifold assembly and compressor were replaced to remedy the report. Visual inspection did not find any damage that would have caused foreign substance to enter the internal of the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a"self check failure -1003" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.